Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of loop cutting issue. Imdrf device code a090402 captures the reportable event of energy generating issue.

Event description:
It was reported to boston scientific corporation that a sensation medium oval flexible snare was used during a colonoscopy with polypectomy procedure performed on (B)(6), 2023. During the procedure, the 27mm snare did not function as intended. It did not activate or enable the utilization of a high current for the purpose of cutting polyp. After testing the device again using a different erbe generator, it functioned correctly. It was observed that the technician may not have connected the snare properly to the cord. The procedure was completed with a similar sensation snare. There were no patient complications reported as a result of this event.